Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be supposedly a defective deflection mirror or a too short calibration time by hpo. After the o2 sensor was replaced, the calibration issue was fixed. There was no patient or user harm.

Event description:
Could not detect o2 sensor. Low o2, <30%. C6 repeatedly requested to calibrate the o2 sensor when in use. Calibration was ok but after 10 minutes a new prompt to calibrate would appear.